Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure, the silver screen on the probe unit broke off in the pt. The surgeon was able to remove the broken piece without any delays or harm to the pt.